Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device gave a 12-lead reading initially, then reported one or more leads missing. They tried reattaching leads, but the message comes back. There was no negative patient impact.